Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent gastrointestinal bleeding embolism, and the surgeon pushed the coil with the boston scientific microcatheter. The physician tried several times to detach the coil but failed. The physician decided to draw back the coil, but found it was released in the microcather and could not get it out. No harm to the patient.

Event description:
See h10.

Manufacturer narrative:
The customer provided two images for review. The first image showed a pusher with separated lead wires advanced within a y-valve. The second image showed an implant coil separated from the pusher, placed on the device¿s packaging box. The investigation of the returned coil system found the implant to be stretched, damaged, and separated from the pusher, which is consistent with the customer provided image. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.